Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was performed. The patient presented on (B)(6) 2017 for generator replacement procedure. The device was replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
The reported field event of sudden battery voltage drop was confirmed in the laboratory due to review of session records. The device was tested on the bench and no anomalies were found.